Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation.

Manufacturer narrative:
This event is reportable per 21 cfr part 803. This report is for the third device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information, a patient received four ankylos c/x a9.5 dental implants on (B)(6) 2021 in positions 21, 23, 26 and 28 (fdi # 34, 32, 42 and 44). Standard c sulcus former were attached to the implants to allow for transmucosal healing. The patient experienced neuropathy, after the placement. No description of symptoms is available. The implants were removed (B)(6) 2021 prior to functional loading. No information is available concerning the patient´s status after implant removal. Installation of new implants is planned after 3-4 months.